Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to the patient's infection. No additional adverse patient effects were reported related to the removal of the crt-d. The explanted device was not expected to be returned. Four months later, this crt-d was received and is now undergoing laboratory analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the returned product is not able to provide relevant information for infection-related allegations. No device issues were noted that would have made infection more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to the patient's infection. No additional adverse patient effects were reported related to the removal of the crt-d. The explanted device was not expected to be returned.